Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the pump has been rebooting over the past 1 to 2 days. The reporter stated that the pump will function for 10 minutes or so and then would completely shut off. He stated that he would remove the battery, reboot the pump, prime the pump and then 10 minutes later he would have to repeat the steps again. It was noted that the reporter went through several batteries and that the battery cap was reportedly never replaced. The user guide instructs the patient to replace the battery cap every six months. The reporter denied damage or corrosion to the battery cap or battery compartment or that the yellow o-ring was visible. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged power issue with the pump.

Manufacturer narrative:
(B)(4): on evaluation, the black box data showed no evidence of short battery life; however the black box recorded multiple unexplained power on resets. There were no cracks in the battery compartment. The threads in the battery compartment were slightly worn and the threads on the battery cap were intact. There was no corrosion in the battery compartment. There was no corrosion on the battery cap, however, the slot on the battery cap did show signs of wear. The battery cap was able to be tightened down securely with no yellow o-ring visible. The battery cap was rotated one complete turn without loss of power. A rewind, load and prime sequence was performed with no loss of power. The pump was removed from the case for investigation and there was no defect of the power connectors noted. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of power. The pump was evaluated and found to be operating within required specifications.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.